Event description:
It was observed during the device inspection, that the subject device exhibited a severely worn tissue pad with a metal base exposure. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that, "tissue pads heavy wear" occurred due to: ultrasound output with the grasp closed without grasping the tissue (including after the tissue had been cut) caused severe wear of the tissue pad. The worn tissue pad caused contact between the uninsulated part and the tip of the probe. Because ultrasonic waves were output in this state, scratches (contact marks) were made on the tips of the probe and the gripping part, indicating that they came into contact with each other. In addition, the probe damage error (u504) occurred. The event can be detected/prevented by following the instructions for use which state: do not activate output while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. Olympus will continue to monitor field performance for this device.